Manufacturer narrative:
H3: product ID 97745nt, lot# serial# (B)(6), was returned for analysis on 2024-jun-10, analysis found the main board had broken connector pins. The controller also had broken stim button bosses. Product ID 97745nt lot# serial# (B)(6), was returned for analysis on 2024-jul-08. Analysis found the complaint was unable to be verified; unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. They were able to pair and communicate with the test implant via wireless and activate and deactivate stim functions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that the controller battery was not charging and the issue began friday. Patient stated that they reset the controller and cleaned it but that did not resolve the issue. During the call, agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller did not power back on. Agent had the patient inspect the ac power supply cord to confirm if the green light was on the box plug-in piece; patient confirmed seeing the green light on the ac power supply. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt called back from number registered for help with new controller. Pt said they put the aa batteries in the controller, but couldn't get the controller paired up and working and they were ther efore without therapy and in pain. Agent reviewed to place li battery from old controller in replacement controller and after doing that, patient was able to connect and start charging the implant. Agent reviewed to let implant charge, then patient could turn on stimulation. Pt called and reported the controller was not taking a charge and when they plug into the ac power cord, and would instead look like they were charging the "paddle" (agent understood it showed charging ins). Pt reported the outlet the charger was in was good because they used it prior for their toaster and always charge there, and the green light on ac power cord was illuminated. The tip of the plug did not feel loose or wiggly. Agent had pt plug controller into ac power without li battery pack, and controller did not power on, but came back on with battery pack and showed no device found. Pt mentioned their ins battery had gotten low and they couldn't feel vibration. An email was sent to repair to replace the controller and ac power supply.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt (serial: (B)(6)); product type: brand name ; product ID 97745nt (serial: (B)(6)); product type: brand name intellis; product ID 97745ac (serial: unknown); product type: 0001-accessory b3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.